Event description:
It was reported that foreign matter was found before use with a bd luer-lok¿ syringe. The following information was provided by the initial reporter, "found small fibre in syringe before surgery."

Manufacturer narrative:
H.6. Investigation summary : one photo of a magnified particle was received. The particle appeared tan in color and could not be visually identified. The particle was reported in the fluid path of the syringe and approximately 650 micrometers in length, which would be larger than level 2 in size and rejectable per product specification. The composition was reported with the best match to be particle board through ftir (fourier transform infrared spectroscopy) . This indicates the particle was likely a small cardboard fragment as the product is packaged in a large plastic bag inside a cardboard box and sold as non-sterile. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the foreign matter defect is associated with the packaging process. It is possible a cardboard fragment was inadvertently introduced into the bag during the loading of product or manually tying the bag. No corrective actions are necessary based on the defective rate identified. Batches 8271675 and 8190590 are considered in compliance with our product specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a bd luer-lok¿ syringe. The following information was provided by the initial reporter, "found small fibre in syringe before surgery."